Event description:
It was reported the powered wheelchair gearbox is leaking grease into the motor. No patient consequences were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us.